Event description:
The customer reported that the fiber tip "broke off in the prostate" at 36,909 joules during a prostate procedure. It was reported that the fiber tip could not be retrieved. The procedure was completed with another fiber. The pt outcome was reported as "okay".

Manufacturer narrative:
Event problem codes, the component codes 814 fiber and 3123 tip are associated with the device code 1069 break.